Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the heat shrink melted, which may have caused insulation pieces to fall into the joint space. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Alleged failure: during the cutting with the serfas probe, the black insulation has melted, which now protrudes. The failure(s) identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be the excessive force applied by the user with poor or no suction during use. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the heat shrink melted, which may have caused insulation pieces to fall into the joint space. The procedure was completed successfully with no adverse consequences to the patient.